Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The lot number was not visible on the returned device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the replacement devices used on (B)(6) 2020, were catalog number 3502425; serial number (B)(6), on the left side and catalog number 3502425; serial number (B)(6), on the right side. On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation of the device, an area of shell abrasion was observed on the anterior view. Leak testing was performed, according to mentor procedure, and it revealed a tear within the shell abrasion measuring approximately less than 0.1 cm. The evaluation determined that the rupture is consistent with a deflation caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with an unknown size unknown saline implant and was presented with right side breast implant deflation. As a result, the device will be explanted on (B)(6) 2020.